Event description:
It was reported that during a procedure there were ventricular high rate episodes that were possibly due to artifact. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead 2013 (B)(6). (B)(4).